Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported stent dislodgement cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience alpine stent delivery system (sds) was positioned at the proximal left anterior descending artery (lad) lesion when the stent implant was noted to be missing. The patient anatomy was checked using fluoroscopy and the stent was not located in the anatomy. The sds and the non-abbott guide catheter were removed from the anatomy. A different non-abbott guide catheter was used and a different stent was deployed in the vessel without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.